Manufacturer narrative:
A united states (us) customer reported a discordant hepatitis b surface antigen (hbsagii) patient result (1 patient) obtained on an advia centaur xpt instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse cleared a cuvette jam at the luminometer; repaired tubing on waste probe as it had cracked; cleaned the inside of the luminometer and performed dark counts; checked for bleach, wash aspiration/dispense, probe alignments, dark counts and sampling; replaced the wash manifold due to one of the probe tip was loose; and realigned the sample probe up and to the back of center due to tips catching on the cuvette. Lastly, the cse replaced the valve v19, checked tubing for leaks, and tightened connector on ancillary bulkhead. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant hepatitis b surface antigen (hbsagii) patient result (1 patient) was obtained on an advia centaur xpt instrument. The initial result was reported to the physician(s). The same sample was repeated twice on the same instrument. The repeat results were reactive. The customer could not provide which results were correct. There are no known reports of patient intervention or adverse health consequences due to the non-reactive hbsagii result.